Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('painful periods') and menorrhagia ('haemorrhagic periods') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), abdominal distension ("swollen abdomen") and visual impairment ("reduced vision") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced haematoma ("spontaneous haematoma on left cheek") with headache, facial pain and hypoaesthesia. On an unknown date, the patient experienced pruritus ("itching"), headache ("headaches"), asthenia ("asthenia"), musculoskeletal pain ("muscular and joint pains"), tendonitis ("tendinitis"), insomnia ("insomnia"), dizziness ("dizziness"), memory impairment ("memory disorders"), dry eye ("dry eye"), dyspnoea ("shortness of breath"), tachycardia ("tachycardia"), depression ("depressive syndrome") and mood swings ("mood swings"). At the time of the report, the dysmenorrhoea, menorrhagia, abdominal distension, pruritus, headache, asthenia, weight increased, musculoskeletal pain, tendonitis, insomnia, dizziness, memory impairment, visual impairment, dry eye, dyspnoea, tachycardia, depression, mood swings and haematoma had not resolved. The reporter considered abdominal distension, asthenia, depression, dizziness, dry eye, dysmenorrhoea, dyspnoea, haematoma, headache, insomnia, memory impairment, menorrhagia, mood swings, musculoskeletal pain, pruritus, tachycardia, tendonitis, visual impairment and weight increased to be related to essure. The reporter commented: about 2 months after the fitting of essure devices, she started to have side effects. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.